Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 1627487-2017-05098 it was reported the patient lost effective stimulation after suffering a fall. Lead diagnostics showed high impedances on all contacts of the right lead. X-rays confirmed a lead fracture. The patient¿s leads were replaced with new ones. The patient is now receiving effective stimulation.